Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burned plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The event 5 is detectable and preventable by handling device in accordance with the following IFU. Operation manual gif-q260j chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope operation manual gif-q260j chapter 4 operation:4.2 using endo-therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.